Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7073006/7073174.

Event description:
It was reported that the patient was experiencing worsening pain. The location of the ipg was also bothersome and patient noted bruising in the area. The patient underwent an explant procedure wherein all device components were removed and kept by the medical facility.